Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device by the heel of the jaw chipped off. Functional testing found that this damage is consistent with mishandling of the device such as the user inadvertently grasping onto or coming into contact with a hard object or dropping of the device. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. It was reported that the gray part at the base side of the jaw on the tip part was chipped/missing. The chipped/missing part has been collected and taped down to the connector part. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals or damage to the instrument can occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during an open liver resection, the gray part at the base side of the jaw on the tip part was chipped/missing. Nothing fell on patient's cavity and no intervention was performed to retrieved the detached part. The chipped/missing part has been collected and taped down to the connector part. A new handpiece was used to continue the procedure. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.